Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. However, it is reported that the surgical technique was followed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon final impact of the femoral implant, the impactor pad fractured off.